Event description:
The following was reported to arjohuntleigh by the customer. On (B)(6) 2014, the caregiver was using the maxi move passive floor lift to transfer the patient from the shower chair to the bed. During the transfer, one of the clips that hold the sling to the lift broke. The resident started to fall but the caregiver caught the resident and prevented the resident from hitting the floor. There was no injury to the resident, however, the caregiver was hit in the head by the pin of the spreader bar and sustained a laceration that required 4 stitches.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. Im ref#: 1419652-2014-00266.